Event description:
It was reported that the patient had a spinal fluid leak; it was leaking into the patient's back. The physician aspirated the fluid. After 4 blood patches and a cervical block, it stopped leaking. The medication being delivered via the device system was not reported.